Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the health care professional (hcp) was unable to place the leads for implant in procedure that day because they were encountering scar tissue and other anatomical barriers when trying to place the leads. Where they were able to place the leads did not provide targeted coverage for the patient so they decided not to implant the scs system at all. The patient was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.